Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, balloon withdrawal resistance occurred. The lesion being treated was located in the 1st diagonal of the left coronary artery (lca). The physician successfully treated the 53% stenosed de novo lesion with the placement of a 2.75x16mm taxus liberte drug-eluting study stent.the vessel diameter was 2.10mm. The lesion was not predilated. There was mild balloon withdrawal resistance reported after placement of the stent. The patient was discharged two days following the procedure on antiplatelet medications (aspirin, clopidogrel).

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The device was not returned for analysis because it was implanted in the patient. The root cause of this event could not be conclusively determined. Product unavailable for analysis